Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted 2 to 3 days following implant (late 2012) due to pain (¿it hurt so bad he couldn't stand it¿). Additional information has been requested but was not available at the time of this report.